Manufacturer narrative:
No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by migration of the device due to anatomical changes in the patient over time.

Event description:
The endovascular graft was placed at another institution in 2006. In 2007, the patient had passed out while visiting hosp. Pt was sent to ER, and a subsequent type iii endoleak was noted on CT scan. Pt was stable and the following month, a converter and iliac plug was placed to resolve the endoleak. It was indicated the fainting had no correlation to the type iii endoleak, but was probably due to stress.